Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/20/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what is the current status of the patient? - could you tell me if there was a prescription for steroids or antibiotics for the patient¿s recovery? If yes, please provide medication name, route and dose. Was it necessary to perform any additional procedure besides the removal? For example, suturing, reoperation, etc.? If so, where was this procedure carried out? In a medical office, in an operating room, etc.? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2025 and suture was used. Post-op inflammation. The patient gave birth vaginally and experienced perineal tears during the delivery process. The wound was sutured cosmetically with suture (intradermally suture) and the suturing process went smoothly. The patient began to experience perineal pain 12 days after surgery, and upon examination, it was found that the intradermal suture was exposed. After removing the suture, the patient's symptoms improved. 25 days after surgery, the patient found that the suture had been discharged again, and the perineal wound was red with pain and discomfort. After removing some visible sutures, the patient's pain symptoms were significantly relieved. The wound healed as scheduled. Additional information was requested.